Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. A supply change was performed to address the issues. Customer¿s blood glucose level was between 58-82 mg/dl.